Event description:
The customer reported obtaining lower ne% (neutrophils), ly% (lymphocytes) and higher eo% results without instrument generated message when compared to the manual differential results involving the coulter lh 780 hematology analyzer, serial number (B)(4). The sample was repeated on an alternate lh 780 analyzer (serial number (B)(4)) and lower ne% (neutrophils), ly% (lymphocytes) and higher eo% results without instrument generated message were again obtained when compared to the manual differential results. This report references the alternate coulter lh 780 hematology analyzer serial number (B)(4). Please refer to medwatch #1061932-2013-00600 for the report on the original analyzer (serial number (B)(4)). Quality control results before and after the event recovered within specifications. The customer stated that the sample arrived refrigerated and stored in the refrigerator since it was received by the laboratory. A beckman coulter field service engineer (fse) was dispatched and made a slight adjustment to the laser alignment to reduce the scatter coefficient of variation (%cv) and increase the scatter means. The fse explained that this was the only minor issue noticed pertaining to an erroneous eo% reading and documented that this would not have caused the dramatic difference in the eo% readings between the automated and manual differential results. The customer indicated that the sample was processed about 24 hours after sample collection and the time delay could have been the root cause. There were no obvious issues with the differential processing side of the instrument and the results comparison between the two instruments (original and alternate) matched almost exactly after running the sample (B)(6) patient on each analyzer. Failure mode is unknown and results from both the original and alternate analyzers did not provide any instrument generated messages.

Manufacturer narrative:
Please refer to medwatch #1061932-2013-00600 for an associated report related to this event.